Event description:
The analyzer produced a potassium result of 6.6 mm on a pt lithium heparin sample. The same sample was repeated and produced a potassium result of 3.4 mm. There was no report of pt harm as a result of this occurrence.